Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 7.5 inr on the coaguchek xs system and 4.68 inr on a comparison lab. Caller states that the doctor decreased the warfarin based on the lab results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.